Manufacturer narrative:
Corrected h6: patient codes.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced paraphimosis with moderate edema of the foreskin; therefore, through a non-surgical intervention, the tissue was repositioned to its normal location and the event was resolved. No additional patient complications were reported.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced paraphimosis with moderate edema of the foreskin; therefore, through a non-surgical intervention, the tissue was repositioned to its normal location and the event was resolved. No additional patient complications were reported.